Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple insulin pump error was found. Customer's blood glucose was unknown. Motor power was found but it was rewind and self test passed. Customer also stated that battery failed was found. Customer declined troubleshooting for failed battery test. The insulin pump will not be returned for analysis.